Event description:
Event description guidant received information that this device's battery seems to be depleting too quickly as reported by the field representative. The battery gas gauge was at a half and the device had been implanted for two years at fairly low settings. A hex dump was performed and reviewed by a product engineer. Due to the excessive battery drain the engineer recommended explanting and replacing the device. A hex dump was performed and reviewed by a product engineer. Due to the excessive battery drain the engineer recommended explanting and replacing the device. The device was returned for analysis.